Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete functional testing) has been confirmed. A review of device download data indicates that the monitor delivered a monophasic pulse during incoming pulse testing at the distributor. The cause for the pulse failure was isolated to tin pin oxidation on inter-pca connectors j1000, j1002 and j1003. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to complete functional testing.